Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported when they went to go plug cycler to the outlet the back of cycler where the power cord connects, smoke came out and they saw some of the components melted. The rn stated no fire was seen. The rn was advised to discontinue use of the cycler, and the cycler was replaced due to smoke. Upon follow-up, the rn reported the liberty cycler had a burning smell and smoke observed immediately after the cycler was plugged into a hospital outlet. The rn stated there was a burning smell coming from the back of the cycler near the vents. At that point, the rn immediately unplugged the cycler. The issue occurred prior to treatment and stated there were no adverse events, injuries, or require medical intervention as a result of the reported event. Spark, or flame noted as a result of the reported event. The rn stated the area where the cycler cord plugged into the cycler appeared melted and burnt. The rn stated the cycler had been plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The rn has received the new cycler. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Event description:
A registered nurse (rn) reported when they went to go plug cycler to the outlet the back of cycler where the power cord connects, smoke came out and they saw some of the components melted. The rn stated no fire was seen. The rn was advised to discontinue use of the cycler, and the cycler was replaced due to smoke. Upon follow-up, the rn reported the liberty cycler had a burning smell and smoke observed immediately after the cycler was plugged into a hospital outlet. The rn stated there was a burning smell coming from the back of the cycler near the vents. At that point, the rn immediately unplugged the cycler. The issue occurred prior to treatment and stated there were no adverse events, injuries, or require medical intervention as a result of the reported event. Spark, or flame noted as a result of the reported event. The rn stated the area where the cycler cord plugged into the cycler appeared melted and burnt. The rn stated the cycler had been plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The rn has received the new cycler. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage due to power entry module damaged & bezel damaged. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Hi pot test failed. Failure traced to a power entry module shorted. Replaced power entry module. Cycler is now able to power on/off properly. Hi pot test passed. Patient hi pot test passed. Safety analyzer test passed. Functional display test passed. Voltage check passed. System air leak test passed. Valve actuation test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal damage encountered on power entry module. The cycler was refurbished following the evaluation.